Event description:
A (B)(6) male pt contacted zoll customer support to report constant check pad alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check pad alarms) has been confirmed. Upon evaluation, the pulse wire was short inside the cable connecting the distribution node (dn) to the front therapy electrode (te) between the ECG electrode a and b complex. The cause of the check belt alarms is the short pulse wire. The root cause of the short wire cannot be positively identified. No adverse event resulted from the short wire. The pt received a replacement electrode belt.